Event description:
It was reported that a spectrum pump failed 6flow rate tests by greater than 10% during evaluation. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. Evaluation confirmed a flow rate failure of greater than 10%. The upper and lower finger and upper and lower valve travel were found to be out of specification. The device was calibrated to ensure proper functionality.